Manufacturer narrative:
Concomitant medical product: dtba1qq ICD; 6947m62 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had a noted performance issue of elective replacement indicator (eri). Additional information received reported the left ventricular (lv) lead had high capture threshold measurements. The device was explanted and replaced. The lead remains in use. No patient complications have been reported as a result of this event.